Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. Visual inspection of the returned product identified a fracture at the collar as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions were noted on the product experience report (per) and include the patient's reported bruxism. The reported device was located on tooth # 30 and was used for approximately 3 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported complaint was confirmed following inspection and evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, : additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that a patient experienced an implant fracture, and the implant was removed.